Event description:
It was reported that a vns patient had high impedance and the device was disabled as a result. The patient was referred back to the surgeon. X-ray notes from the physician indicated the presence of the vns device. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The explanted generator was discarded and is not available for return.

Event description:
The generator was explanted. No additional relevant information has been received to date.

Event description:
Additional information was provided that the patient wants an explant as the device is uncomfortable. It is unclear which part of the device (lead or generator ) is uncomfortable therefore MFR report # 1644487-2019-00896 houses the report of explant on the generator. No surgical intervention has occurred to date. No additional relevant information has been received to date.